Event description:
Patient reports rupture. Physician confirms "upon re-implanting found a dissolution of a posterior wall of the implant and gel leakage into the surrounding tissues were." This relates to the left device. Device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reports rupture. This relates to the left device. Device remains implanted.